Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/21/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device . Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was implanted in the right eye of a (B)(6) year-old female patient. The lens was explanted in a secondary surgical procedure because the patient was unhappy with the side effects, halos/glare and night quality vision. Reportedly, the lens was cut out and replaced with another lens, model and diopter unknown. It was reported that the patient has recovered. No further information was provided.